Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/28/2020. Corrected information: d3, g1, g2. Additional information was requested and the following was obtained: were x-rays taken to locate the needle? No.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pcq075, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle? Device return status/follow up?

Event description:
It was reported that a pediatric patient underwent congenital cardiac procedure on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There was no report on patient's injury and there were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/09/2020. Additional h3 investigation summary: a labeled winding former with a detached needle and a undispensed needle/suture of product code 9702, lot number pcq075 were received for evaluation. The product code is double armed. During the visual inspection of the sample, the swage and attachment area of the detached needle were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance pull off suture needle appears to be a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition. Unopened samples of product code 9702, lot # pcq075 were returned for analysis. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements.